Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer was treated with food. Customer will not return device for analysis.

Manufacturer narrative:
Device passed operating current, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm or prime or fill anomaly noted during testing. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device sensor functions properly and no anomaly noted. No unexpected calibrate error or lost sensor alarms noted during testing.